Event description:
Ral laparoscopic cholecystectomy - "suture on device not releasing correctly, per dr. (B)(6). Dr. Stated he had similar experience with this device on several procedures. Dr. Was able to use device but did not function smoothly."

Manufacturer narrative:
We are responding in receipt of the medwatch report # (B)(4). Ra has received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.